Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06520- device 1 of 2 .(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that she received two insulin flow block alarm due to which hyperglycemia occurred. High blood glucose level was 400 mg/dl and treated by the manual injection. No further information was available.